Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the turbine/muffler assembly, the unit was powered on and the failure was duplicated immediately. The printed computer board assembly (pcba), turbine interface was changed and the unit was powered on and work in specs. The failure was isolated to the corrupted turbine interface board. The carefusion failure analysis lab examined the pcba, turbine assembly, the reported issue was duplicated and isolated to the pressure differential sensor on the pcba.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop, motor fault, low pip, low ve, xdcr fault and high rate. The customer reported no patient involvement associated with this event.